Manufacturer narrative:
Section a4 and a5: requested but was not provided.. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3: the laser system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported central island on patient's both eyes oculus uterque (ou) for a patient. No other information provided. Additional information was received, they all look like this above -4. Custom doesn't produce this and the physician prefers to all the treatments custom. No further information provided.